Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was loud during burr check. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was heating up fast and making an unusual noise. Therefore, the reported condition was confirmed. It was determined that this was due to a broken drive shaft which was indicative of applying extreme force during use. The assignable root cause was determined to be due to wear from excessive force; which was normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.